Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Furthermore, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date. The customer¿s blood glucose level ranged from 200-301 (mg/dl). The customer reverted to a backup insulin pump for insulin therapy.